Manufacturer narrative:
Correction: in initial report, the manufacturing date was reported as 3/1/2016. The correct date is 3/31/2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that during a catalys procedure, vitreous prolapsed into the anterior chamber due to zonular dehiscence from a previous traumatic eye injury. No anterior vitrectomy was preformed. The surgeon stated he did not believe the event was related to the femto part of the procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.